Event description:
Inappropriate shocks due to oversensing reported. Upon removal, doctor saw patient's rib was broken and caused damage to the lead. It subsequently tested out of specification during manufacturer's analysis.